Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. A correction to section to section h3 is being provided. It was initially reported: "device not available"; however, the correct verbiage should have been: "device currently under investigation". One 6f angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The locator appeared used and was returned separately. Visual inspection revealed that the locator appeared to be in a curved shape. The hemostasis sheath was found to be mated with the carrier tube assembly. The deployment sleeve of the device was in the full rear lock position with color bands fully exposed. The anchor had found to be posted to the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. No deformation or kinking was observed on the hemostasis sheath. No other visual anomalies were noted. Dimensional testing was performed; the outer diameter of the sheath was measured to be 0.1156'' and was within manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the first event reported, for the second event reported for the same device that was used on the same patient see MDR 3013394970-2019-00790.

Event description:
The user facility reported while placing the angio-seal device in the right femoral artery the device became stuck in the artery. The doctor had a hard time getting the sheath and dilator into the artery initially. After getting the sheath in place and removing dilator/wire, the angio-seal device was placed through the sheath. The physician stated that he did not feel/hear a click when setting the foot plate and he was unable to remove or advance the device. A vascular surgeon had to cut down to remove the device. There was no injury to the patient once the device was removed. Additional information was received on 20sep2019. It was a coronary diagnostic procedure in the cath lab, and the case was performed by the doctor using a 5fr pinnacle sheath. The patient was reported to be doing fine and was not injured.